Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner and a cracked reservoir tube lip. There was no crack on the lcd window. The unit had bleeding on the lcd glass.

Event description:
The customer called in to report that the display and reservoir window were cracked. The customer's blood glucose level was unknown. No further details were provided.